Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had reset itself and often needed the time and date to be reprogrammed. The insulin pump had also alarmed for off no power. The blood glucose reading was not known. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected off no power, unexpected restart or loss of memory anomalies were noted. No time/date reset anomaly was noted. The pump had a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.